Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (dex 90 cgm data failure alert) issue. It was alleged that the alarm had emitted three times in the past thirty days. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2014 with the following findings: the black box showed several call service warnings and the pump was unable to be paired with a test transmitter resulting in a call service alarm. The pump failed a radio frequency test and an intermittent condition was found to the continuous glucose monitoring module due a cold solder connection at a pin. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).